Manufacturer narrative:
The corview file attached to the investigation tab was reviewed. At approximately 19 seconds into the placement the tracing shows the tube/stylet veering to the patients left. The tracing continues to shows a back and forth motion down and to the patient's left. At approximately 2 minutes 50 seconds the tracing shows further deviation of the ng tube to the left of the patient's midline. The tracing is consistent with a left lung placement as shown in the instructions. The tracing is not indicative of a typical gi placement. Lung placement is a known risk of all ng tube placements.

Event description:
A cortrak assisted nasogastric tube placement resulted in a left lung placement. No pneumothorax reported.